Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. A trivial pericardial effusion was noted at the start of the procedure. One partial recapture was performed. The procedure was successfully completed with the 27mm closure device being implanted. Two hours post procedure patient was in the recovery room and developed chest pain, tachycardia, and hypotension. A transthoracic echocardiogram was performed and a 1.4 cm pericardial effusion was noted. A cardiac tamponade occurred. A pericardiocentesis was performed to with draw 500cc of fluid and successfully stabilize the patient. Physician believed the effusion occurred from the partial recapture. No further complications were reported. Patient has been discharged.